Event description:
A customer contacted beckman coulter inc. (Bec) ) and reported that their unicel dxc 800 pro synchron clinical system total protein (tpm) module generated four (4) erroneously low patient results. Customer re-tested patient samples and repeated results were higher for all four patients. The results were not reported out of the lab. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
The samples were drawn in bd 7ml tubes and were centrifuged at 3,500 rpm for 10 minutes at 20° c. Qc has been running on the low side; no specific information was supplied. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse fitted electronics smart module assembly and also swapped body of sample/reference photo detector as it was damaged. The fse indicated that a possible leak on cup was noted. The fse replaced the cup with new one and also replaced new type stirrer motor, and replaced lamp. The fse performed alignment, primed, and conducted temperature calibration, and lamp calibration. After service completion, the fse performed calibration and precision run on level I and level iii controls with good results. Although the fse addressed hardware issues, a clear root cause of this event is unknown.